Event description:
During the procedure, the tip of the jr4 catheter was separated from the catheter. The tip dislodged down into the aorta root. The physician was able to retrieve the product. The product will not be returned. No additional information is available at this time.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.